Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the emergency room with pain at the site of the implanted device pocket and fatigue. An infection at the implanted device pocket site and pocket erosion were observed in the patient. The implantable cardiac monitor (icm) was visible from the opened incision site of the implanted device pocket. The icm was explanted to resolve the issue. There were no patient consequences reported.